Event description:
Device malfunction: none. Symptoms/ae: death. Time of symptoms/ae: post procedure. The following events were noted through a periodic article review. A prospective study was performed to substantiate the assumption that carotid artery stenting for restenosis after carotid endarterectomy has fewer complications for primary atherosclerotic lesions. From 1996 to 2006, 217 pts underwent carotid artery stenting, some of which received the rx acculink. During the entire duration of the study, there were a total of 3 deaths within 30 days of the procedure. One death occurred two days post procedure when the pt developed hyperfusion syndrome and an intracranial hemorrhage. A second pt suffered sudden death at home 10 days after the procedure, which was attributed to a fatal myocardial infarction. The cause of the third death was pneumonia and congestive heart failure two weeks post-procedure and was unrelated to the device. The article does not directly correlate the adverse outcomes to a specific device/brand/MFR.

Manufacturer narrative:
Brajesh k. Lal, md, et al; "outcome of carotid artery stenting for primary versus restenotic lesions", published ann vasc surg 2009; 23:330-334. This report involves a retrospective study noted in an article. The device was not available for analysis and device investigation could not be performed. The lot number was not provided; therefore review of the device history record could not be performed. The reported events are known adverse events associated with the use of the device.